Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one instrument grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during the reprocessing of a da vinci resano forceps instrument, a broken cable was observed. Nothing reportedly fell into the patient and no patient harm, adverse outcome or injury was reported.